Event description:
On (B)(6) 2010, patient's wife reported the down button on patient's infusion device is functioning intermittently. Wife stated patient is currently on his backup infusion device. Wife reported the down button doesn't pop back up like the up button. On follow up call on (B)(6) 2010, patient reported the down button stopped working about 2 or 3 weeks ago. Patient stated the issue was first discovered while he was attempting to deliver a bolus. Patient reported the down button pops back up after being pressed. Patient is currently using his backup infusion device. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.